Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the stopcock was disconnected from tubing, creating large amount of blood measured 37 milliliters to pool on the bed. Patient required blood transfusion and had a pulmonary hemorrhage later that day. The event occurred while in use with patient in the picu. There was patient involvement and patient harm reported.